Event description:
It was reported that the patient's communicator displayed a red call doctor (rcd) icon. Their implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 125 ohms. The ICD and rv lead remain in service. No adverse patient effects were reported.